Event description:
The physician was placing the catheter in a femoral vein. There was a non-patent lumen in the catheter, therefore the wire would not pass through the catheter. When the r.n. Went to get another catheter the physician had to place pressure on the groin causing an approximate add'l 200cc blood loss in a very ill pt.